Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported during implant procedure that the pacing lead exhibited placement difficulty when "fitting the electrode to the generator". The lead was removed and will not be replaced. No patient complications have been reported as a result of this event.